Event description:
In 2003, pt underwent vesica sling urethropexy and cystocele repair. C/o pain and dyspareunia since surgery. In 2005, pt underwent excision of errant left bone anchor under needle localization with fluoroscopy. Twelve days later, pt underwent excision of prolene knot. Pair resolved.